Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings:a review of the black box revealed reboots had occurred on 06/08/2015. The battery cap contacts were within required specifications and there was no damage found to the battery compartment. Visual inspection revealed moisture corrosion inside the battery compartment and on the underside of the battery cap. The returned battery cap was able to secure to the pump and maintained an electrical connection. The cap was unscrewed a half turn and no power issues occurring. The pump was exercised for 24 hours with no power issues occurring. The complaint of a power issue could not be duplicated during investigation. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter noted that the battery cap was properly secure at the time of the power issue, and the power issue was not associated with a battery change. Review of the alarm history did not indicate any ¿replace battery¿ alarms occurred prior to the power loss. During troubleshooting, the reporter changed the battery to one from a new pack and the pump powered on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.